Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the twist clamp (the area of the twist clamp touching the dark blue grip). This issue occurred during use with patient involvement. The patient's transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which noted broken occluder feet. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Leak testing and clamp function testing failed due to the broken occluder feet. . The reported condition was verified. The cause of the leak was the broken occluder feet. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.